Manufacturer narrative:
Device history review was completed on the reported lot number, v2a051. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received one sample for investigation on (B)(6) 2022. The sample was already activated. The root cause was determined to be a void in the side seal. This was determined to be due to inadequate preventative maintenance on the pouch machine. As a correction, the manufacturing site has implemented a centerline sheet for the pouch machine which ensures the machine maintenance is being preformed at a proper interval. Cardinal health will continue to monitor complaint trends.

Event description:
Customer report that when activating the infant heel warmer as instructed, it burst, and contents went across the room hitting staff member. The staff member was wearing gloves, therefore no skin exposure or adverse event to staff or patient. No demographic or other information provided.